Manufacturer narrative:
The calibration data provided for hcg + b was acceptable. The alarm trace provided does not cover any of the days the samples in question were measured. No issues were identified on the alarm trace data. The field service engineer (fse) and the field application specialist (fas) visited the customer site and determined the questionable low results were due to sample handling issues. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys estradiol and hcg + beta assays on a cobas e 411 analyzer (rack system). Patient sample 1: on (B)(6)2022, patient sample 1, tested with hcg + beta, had an hcg + beta value of 1.04 miu/ml. The sample was repeated, resulting in a value of 1013 miu/ml. No questionable result was reported outside of the laboratory. Patient sample 2: on (B)(6)2023, patient sample 2, tested with hcg + beta, had an hcg + beta value of 0.643 miu/ml. The sample was repeated, resulting in a value of 255.3 miu/ml. No questionable result was reported outside of the laboratory. Patient sample 3: on (B)(6)2023, patient sample 3, tested with estradiol, had an estradiol value of <5 pg/ml, accompanied by a data flag. The sample was repeated, resulting in a value of 1104 pg/ml. This value was deemed correct. No questionable result was reported outside of the laboratory. Patient sample 4: on (B)(6)2023, patient sample 4, tested with estradiol, had an estradiol value of <5 pg/ml, accompanied by a data flag. The sample was repeated, resulting in a value of 715 pg/ml. This result was deemed correct. No questionable result was reported outside of the laboratory. Patient sample 5: on (B)(6)2023, patient sample 5, tested with hcg + beta, had an hcg + beta value of 629.2 miu/ml. The result was released and questioned by the physician. On (B)(6)2023, the sample was repeated, resulting in a value of 4244 miu/ml. The estradiol and hcg + beta reagent lots and expiration dates were requested but not provided.